Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii".

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange due to the concern with product. The device was explanted and replaced.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And exchange, due to the concern with product. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, yellow particles on the shell, voids, and deformation. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.